Event description:
Bonanno catheter was inserted in 2001. Catheter removed 11 days later. During procedure, a piece remained in pt. Distal part of catheter removed by cystoscopy 3 days later. Customer refused to release sample for analysis.